Manufacturer narrative:
Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted approximately seven (7) years and four (4) months, was explanted due to unknown reasons. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received.

Event description:
Additional information was provided by the healthcare provider indicating that this valve was explanted due to "severe aortic regurgitation and stenosis secondary to degeneration. The patient has a history of cad, diabetes, hypertension, and pleural effusions.

Manufacturer narrative:
Additional manufacturer narrative: the new information indicates the valve was explanted due to degeneration leading to stenosis and regurgitation. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the clinical observation cannot be confirmed. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.